Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported symptoms of upstream occlusion and air in line alarms which were not reproduced during evaluation. Upstream occlusion and air-in-line alarms were verified through a review of the event history log and found to be caused by cracks in the upstream sensor flex tail the upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion and air in line alarms. There was no patient involvement. No additional information is available.